Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional reported the patient had been suffering from recurrent utis for years. Itwas possibly due to age and atrophic vaginitis. However, the patient also suffered from urinary retention. The uti was an ongoing problem for the patient. It did not appear to be related to the device. The patient was given antibiotics when she was infected.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0rm48, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported the patient was having trouble with her bladder and trouble with her patient programmer. The patient was not successful in synchronizing and connecting her programmer to her implantable neurostimulator (ins) on the day of the call and had just changed her programmer batteries. It was noted the patient had an MRI for her shoulder last (B)(6) 2015 and had been having bladder symptoms of being up all night going every 2 hours since then. They thought she had pinched a nerve so she had been doing therapy. It was indicated the stimulation was not turned off prior to the MRI as the patient had no patient programmer with her. During the MRI, the whole "left side went on fire." The ins was noted to be on the right side. The patient had started antibiotics for their second urinary tract infection (uti) that began (B)(6). The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).